Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode of 400 mg/dl blood glucose (bg). The user took a shower 4-5 hours earlier in the day and believed she reconnected the tubing after but did not. Insulin was not being properly delivered, so the daughter disconnected the device, and the user did an insulin injection. Supply change will be done when bg stabilizes. The user was tired with her face flush during the episode but did not require any outside medical intervention.